Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
The farawave ablation catheter was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that the guidewire became stuck and would not advance out of the catheter during procedure. The catheter was removed from the patient and after some resistance the guidewire was removed. However, they had difficulty inserting a new guidewire, therefore, the catheter was replaced with a new one. The procedure was completed successfully without patient complications. The device is not expected to be returned for analysis as it was disposed by the customer.